Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a broken force sensor was detected during seating or regular delivery (pump error 35) alarm, water infiltration, and high blood glucose. The customer reported a blood glucose value of 231 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1880l, and unomedical. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Product return was requested for mmt-1880l. The customer discontinued using the device, and the device was returned. No product return is required for unomedical.

Manufacturer narrative:
Blank display due to severely corroded pcb1 board and pcb2 board. Unable to verify critical pump error 35 due to blank display. Unable to download to thump due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed blank display and was unable to verify critical pump error 35 due to blank display. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.